Event description:
Add'l info rec'd from rptr: rptr was hit by an automobile from the rear and was knocked off the scooter. Not only humiliating it scared them to think they could have been run over by a car if they were positioned further in the street. Rptr does believe this product is a hazard and should not be marketed and they should be compensated for liability and pain and suffering adding to their existing chronic illness. It has interfered with rptr's progress both physically and emotionally including the stress it has affected them mentally as well. Rptr called the persons who delivered it and appointment wasn't kept and they have been ignored. Rptr feels this is dangerous even more so for someone more disabled than they are. Rptr filed a complaint with the police and the hospital and their physical therapist will verify these facts are unquestionable.

Event description:
The handle is not secure. While backing the scooter, user fell off the scooter when they reached up to grasp the handle it came off in their hand. There is no bolt or solder to secure it. User went to hosp for bruises and pain.